Event description:
Reporter indicated that patient's generator was protruding through the skin. It was reported that the pt continues to feel stimulation and has been seizure-free since vns implant. It was also reported that the pt's depression is much improved and that the pt had lost 30 pounds since implant. During office visit in 2002, attempts by physician to perform lead test on device resulted in "fault fault" responses. The battery was changed in the programming wand and both the pt and the computer were moved in an effort to rule out any electromagnetic interference with the lead test; however the same response was obtained. Pt's generator was explanted and a new generator was implanted on the right side under the pectoralis muscle, using the pt's original lead. Physicians believe that the pt's weight loss contributed to the protrusion of the original generator. The pt was hospitalized for one week following the explant/reimplant procedure during which time IV antibiotics were prescribed. Upon release from the hospital, the pt was prescribed a one week supply of keflex.